Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery failure and even though it was plugged in the pump shut off. This occurred while infusing magnesium sulphate (mgso4) in water to an adult patient. No patient harm was mentioned, but an intervention was reportedly needed to prevent patient injury. As per customer follow up, another pump was fetched to resume delivery of the drug. No additional information is available.